Event description:
During insertion of the guide wire in to the right femoral artery, the wire went laterally and in an attempt to pull it back the safety wire snapped and the guide wire unraveled. Wire removed under fluoroscopic guidance.